Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, d9, g1, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of prior use. There is gouging on the strike plate, the prongs on the distal end of the inserter are damaged and the inserter tip is fractured. The threads of the black poly inserter have epoxy residue on them. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the impactor tip fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.